Event description:
This rv lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services on 07/24/2018 stating that this lead was exhibiting some undersensing and low amplitude. It was also noted that the most likely scenario was undersensing ventricular activity that was conducted during atrial flutter. Electrogram shows atrial flutter with occasional sensing of events that match the atrial flutter timing, but are later than the atrial events by about 200 milliseconds. The following physician was dr. (B)(6) at (B)(6) clinic in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).